Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm in 2014. Recently, it was reported that the patient had an endoleak type iii (unspecified). Reintervention plans has not been reported at this time.

Manufacturer narrative:
An evaluation of the reported event is not required as additional information provided confirmed that this is not complaint. Endologix continues to track and trend similar events to ensure the highest quality and patient safety.

Event description:
Subsequent to the previously submitted report, additional information was received clarifying that the reported type iii endoleak was found to be a type ii endoleak; therefore, a complaint is not warranted as there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. No additional information is available.